Event description:
As per the information reported in case notes by the customer issue was resolved. Customer was advised to uninstall and reinstall the carelink connect app. The customer was now able to sign in and see the previously missing readings. Hence as per the reportability decision tree the case was not reportable and not required for reporting.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a log-in issue¿unresolved, with no communication from another device to software. The customer reported no adverse event. The event involved product(s) mmt-7333 and mmt-6112. The troubleshooting was performed but unable to complete troubleshooting or provide instructions; insufficient information to escalate. A test message was successfully received. Instructions were provided to resolve the issue. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-7333. No product return is required for mmt-6112.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.